Event description:
A file separated in the canal during a procedure. The pt was referred to a specialist, though outcome of the event is unknown as of this report.

Manufacturer narrative:
Please note that this event and the event documented under report number 2320721-2005-00494 involve the same pt.